Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported that the battery does not seem to be charging. There was no adverse patient impact reported